Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited farfield oversensing on the presenting electrogram (egm). Sudden brady response episodes were stored in configured collection period due to an abrupt drop in sinus rate. This pacemaker remains in service. No adverse patient effects were reported.